Manufacturer narrative:
(B)(4).

Event description:
Pentax europe (B)(4) could not identify the root cause of this event. A device history review was performed on (B)(6) 2015 confirming the video bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Pentax medical closed this complaint on (B)(6) 2016 and since no further information has been received for this event, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial MDR 9610877-2015-00013 includes information received for patient 1; initial MDR 9610877-2015-00014 includes information received for patient 2; initial MDR 9610877-2015-00015 includes information received for patient 3; initial MDR 9610877-2015-00016 includes information received for patient 4; initial MDR 9610877-2015-00017 includes information received for patient 5; initial MDR 9610877-2015-00018 includes information received for patient 6; initial MDR 9610877-2015-00019 includes information received for patient 7; initial MDR 9610877-2015-00020 includes information received for patient 8; initial MDR 9610877-2015-00021 includes information received for patient 9.

Event description:
Pentax medical became aware of a report stating "9 cases of respiratory specimens tested (B)(6) for serriata marcescens (nmr-nuclear magnetic resonance) red wild s.marcescens. Seven patients were hospitalized and two patients were outpatients. Each patient had a pulmonary fibroscopy with broncho-alveolar lavage using video bronchoscope eb-1575k/serial (B)(4). The video bronschoscope was sequestered after a biological sample from the video bronchoscope tested positive for serriata marcescens (nmr-nuclear magnetic resonance) red wild s.marcescens on (B)(6) 2015. The previous bacteriological sampling was made on (B)(6) 2015 with acceptable results. The report also stated the video bronchoscope is reprocessed in the automatic endoscope reprocessor (aer) iteratively. The aer is also biologically monitored and has tested negative.

Manufacturer narrative:
(B)(4). MDR 9610877-2015-00013 includes information received for patient 1. MDR 9610877-2015-00014 includes information received for patient 2. MDR 9610877-2015-00015 includes information received for patient 3. MDR 9610877-2015-00016 includes information received for patient 4. MDR 9610877-2015-00017 includes information received for patient 5. MDR 9610877-2015-00018 includes information received for patient 6. MDR 9610877-2015-00019 includes information received for patient 7. MDR 9610877-2015-00020 includes information received for patient 8. MDR 9610877-2015-00021 includes information received for patient 9.

Event description:
On 11/23/2015, pentax (B)(4) submitted a final report to (B)(6) which stated the 9 patients previously mentioned in this report underwent a pulmonary bronchoscopy with a broncho-alveolar lavage between (B)(6) 2015. Third party single-use boston scientific forceps were used during the procedure. According to information provided by the user, the washer disinfector did not reveal any deviations during reprocessing of the device during this period. The final report also stated the root cause of the patient death, identified in this MDR, was not conveyed to pentax (B)(4). On (B)(4) 2015, the device was received by pentax (B)(4) from pentax (B)(4). Inspection was performed and the device was found in good condition (i.e. Fully operational). In order to assess the root cause of the bacterial contamination, the device was reprocessed in an automated washer disinfector (glutaraldehyde-based). Immediately after reprocessing, the device was sealed and sent to a laboratory in order to assess the efficacy of the mechanical reprocessing, especially of the biopsy and the suction channels. The microbiological investigation at the laboratory, concluded on (B)(6) 2015, confirmed no detection of bacteria (serratia marcescens (wild red)). The device involved in this event was sent back to pentax (B)(4) on (B)(4) 2015 after a minor repair was performed (replacement of the remote control button). (B)(4).